Event description:
On (B)(6) 2013, the patient's father reported that her blood glucose monitor gave a bolus recommendation of 1.7 units of insulin. He used the monitor to deliver the insulin, but the infusion device did not deliver the insulin. The monitor then showed the 1.7 units of insulin as active insulin, which she did not receive, making the next bolus recommendation inaccurate. No adverse event was reported. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer alleged that the meter was showing an active insulin value of 1.7 u at 5:33 when the pump never actually delivered any insulin. The customer stated that they chose standard method of bolus delivery via the meter to the pump, however, the iu's investigation revealed that manual delivery via the pump was selected for the 5:33 delivery. Because the customer was not aware that they chose to manually deliver the bolus via the pump, they never delivered the bolus and the meter never received confirmation of a bolus delivery. The bolus was never canceled/zeroed out by the customer, so the meter's active insulin issue occurred and the meter included the bolus at 5:33 in future bolus calculations including showing an active insulin of 1.7 u. It has been determined that due to a firmware bug the meter may not appropriately remove an unconfirmed bolus from the delta bg correction stack when the manual pump option is chosen on the meter. This issue can occur if the user does not deliver the exact bolus amount as acknowledged on the meter within 10 minutes of the entry. As a result, a possibility of receiving an incorrectly lower bolus recommendation would occur thereby leading to an under delivery of insulin if accepted by the user. This issue only concerns the correction bolus only, and would not affect basal rates or meal boluses. This issue has been investigated and product design and process improvements were implemented to correct this issue.